Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, after firing the sureform 45 stapler, the staple line did not form properly and the stapler did not transect the tissue. The procedure was completed with no reports of patient injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the part number and lot number of the sureform 45 instrument and reload accessory were unknown. The site has already discarded the instrument.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. The stapler reload is not expected to be returned as it was discarded by the facility. A follow-up MDR will be submitted if additional information is obtained. A review of the system log was performed. Per the review, the following was confirmed: system serial #, event date, console surgeon and procedure name/category. A review of the instrument log for the sureform 45 stapler (pn: 480545-4, batch-seq: t90200923-0081) associated with this event has been performed. Per logs, the was last used on 16-february-2022 on system sk1127. Sureform staplers are single use instruments. A review of the instrument log for the sureform 45 stapler (pn: 480545-4, batch-seq: l90211004-0094) associated with this event has been performed. Per logs, the was last used on 16-february-2022 on system sk1127. Sureform staplers are single use instruments. A review of the stapler logs associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Logs show that there were qty 2 sureform 45 instruments used in the procedure. First instrument used was pn 480545-04, lot t90200923-0081, and this instrument was installed 2x and fired 2 reloads (both white). First firing was completed per the logs with no pauses for compression. The second firing failed at 68% completion following 1 pause for compression. There were no incomplete clamps by this instrument. Second instrument used was pn 480545-04, lot l90211004-0094, and this instrument was installed 2x and fired 2 reloads (both white). Both firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. Logs are attached. No images or video was submitted for review. This complaint is considered a reportable event due to the following conclusion: it was reported the staple lines were not in properly and did not transact the tissue. Missing or malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required if the staples are not delivered from the reload. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.